Event description:
There are multiple events from various patients since our conversion to b.braun infusomat pumps. The number of downstream occlusion alarms averages around 1.5 downstream occlusion alarms per infusion, which according to b.braun, is higher than most adult facilities that average around 0.9 downstream occlusion alarms per infusion. B.braun has been partnering with us to identify a root cause, but no root cause has been determined. Current interventions that have helped reduce this issue have been increasing the pressure limits on various fluids, including pn, lipids, maintenance IV fluids, etc. Due to the nature of the alarm (red alarm that stops the infusion), there is a risk of serious harm. Summary information of highest risk based on ncc-merp classification are provided below. Please note, these descriptions come from direct care staff and were not edited: epi gtt infusing via syringe pump. Pump had alarm for downstream occlusion and stopped delivering medication. Patient became hypotensive. Medication restarted and patient had good response. Registered nurse assessed line, no kinks, all clamps open, no twists, no indication as to what would cause a downstream occlusion; b.braun pump infusing epinephrine in a 3ml syringe had continuous downstream occlusion alarms and stopping of infusion when syringe hit 0.5mls of volume left in syringe. Patient's blood pressure dropped significantly with each alarm and stoppage of infusion; I (acting superuser for bb pumps) had two different episodes on two different patients with the downstream occlusion alarms on pressors that both required the tubing to come out of the bag pump syringes. One was on z, who was on a low dose of norepinephrine - her blood pressure dipped to sbp (systolic blood pressure) to 70's. She later came off of the norepinephrine. The other was on raid (end of life) who's blood pressure didn't seem to dip too far (10 patients sbp (systolic blood pressure) loss) both cases, despite us repositioning tubing coming out of the pump on either side, required us to stop the pump, open the cover, and then re[invalid]the line. Both cases this resolved the error issues. Reference report: mw5155661.